Event description:
During testing, siemens discovered that when an image with an imcomplete, labeled 2d, pw doppler, or m-mode measurement is not saved and the user changes operation, in some cases the incomplete measurement will be saved to a report without intention.

Manufacturer narrative:
Investigation into the root cause of the event is in progress. Once the info has ben gathered, a seperate follow-up report will be submitted to FDA.